Event description:
It was reported that a locking titanium adapter separated from the transfer set. This event occurred during use for peritoneal dialysis (pd) therapy; this ¿occurred suddenly during use at the hospital¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: during follow up, it was clarified that the returned titanium adaptor was not a baxter product. Therefore, based on the additional information received, the titanium adapter was determined not to be a factor in the reported malfunction event. Should additional relevant information become available, a supplemental report will be submitted.